Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the devices download had stopped and it was on critical override. A technical support specialist moved the stations to secondary server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a devices on critical override. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.